Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.

Event description:
It was reported that during a laparoscopic fundoplication procedure, there was leakage during use of 5mm instruments. No further information is available. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The customer reported that while the generator was in bipolar mode it self-activated. There was a gyrus everest hand piece and foot switch inserted into the unit. The pt received a minor internal burn reported as being superficial.